Event description:
The nurse reported that during the vitrectomy surgery, no filtered air entered into the pt's eye when they switched to the fluid air exchange mode. The circulating nurse opened a new pak, and exchanged the infusion/fluid air exchange mode tubing and proceeded with the surgery. The surgery was completed. No pt harm was reported.

Manufacturer narrative:
A sample has been received but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).